Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 88 mg/dl. The customer stated that the display did not return after pump restart. The customer's was discontinue use of the pump and revert to backup plan. The troubleshooting was performed and insulin pump will not be returned for analysis.